Event description:
The stent included as part of balloon-expandable stent with delivery system was remounted onto another MFR's balloon catheter. During an attempt to advance the mofidied sds to the target lesion site in the pt's left anterior descending artery, the stent became dislodged form the balloon catheter and embolized within the coronary vasculature. A microsnare was used in an attempt to locate and retrieve the embolized stent. However, the retrieval attempt was unsuccessful. An ultrasound evaluation was also performed but was unsuccessful in locating the embolized stent. The pt did not encounter any immediate complications and three add'l stents were subsequently successfully deployed. There were no clinical sequelae reported relative to this event.